Event description:
It was reported that during a transcatheter aortic valve implantation procedure, pre-implant dilation was performed with a 24 millimeter (mm) non-compliant balloon. On the first deployment attempt, the valve was too deep. It was noted that it was not possible to reposition the valve in the ascending aorta to avoid an infold occurring during recapture. During the second deployment attempt, an infold was observed. This was described as a borderline case with a perimeter of 81.7 mm. The implanting team subsequently decided to use a 29mm valve, which was implanted without any issues. No patient complications have been reported as a result of this event. Additional information was received that a five minute procedural delay occurred as a result of the infold to load a new valve.

Manufacturer narrative:
Image review: six intraprocedural media files were submitted for review. The absence of the patient's executive summary limited the ability to perform a comprehensive anatomical assessment. However, available documentation indicated that the patient's annular perimeter measured 81.7 mm, suggesting suitability for either a 29 mm or 34 mm valve. Fluoroscopic images of the valve loading process were not provided, making it impossible to verify appropriate valve loading. It was reported that a pre-implant balloon dilation was performed prior to the initial implantation attempt of a 34 mm valve. One recapture was required due to suboptimal positioning, and during the subsequent deployment attempt, valve infolding was observed. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due to a misloaded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured, removed from the body, and not used. The infolded valve was not implanted, and the team elected to proceed with a 29 mm valve instead. Two of the media files are presumed to capture the 29 mm valve implantation, which showed no evidence of infolding. Post-implantation images were not available for review. Updated: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10:  product ID d-evolutfx-34 (unknown serial/lot); product type: 0195-heart valves; implant date n/a; explant date n/a select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation procedure, pre-implant dilation was performed with a 24 millimeter (mm) non-compliant balloon. On the first deployment attempt, the valve was too deep. It was noted that it was not possible to reposition the valve in the ascending aorta to avoid an infold occurring during recapture. During the second deployment attempt, an infold was observed. This was described as a borderline case with a perimeter of 81.7 mm. The implanting team subsequently decided to use a 29mm valve, which was implanted without any issues. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.